Manufacturer narrative:
Device is a combination product. A promus premier ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent struts were found to be lifted. The outer diameter of the undamaged crimped stent was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the device analysis. A media clip and imaging were received and reviewed. Previously deployed stents were evident in the left anterior descending (lad) and left circumflex (lcx) and right coronary artery (rca). The previously deployed stent in the mid lad appeared totally occluded. Pre-dilation was carried out within the deployed stent in the mid lad. After balloon dilation the stent was no longer totally occluded; narrowing was still evident within the stent but a flow into the distal lad had been restored. An unexpanded stent was then introduced into the lm to lad, it appeared that an attempt was being made to advance the stent, but it could not cross through a tortuous portion of the lad. The unexpanded stent was removed and after re-wiring of the lad vessel a stent was advance to and deployed at the narrowing site within the previously deployed stent. The reported stent damage was not observed in the media however the stent may have been damaged during withdrawal of the stent. Withdrawal of the stent was not recorded or was not included in the provided media.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced but could not cross the lesion. After removal, the mid part of the stent got distorted. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced but could not cross the lesion. After removal, the mid part of the stent got distorted. There were no patient complications reported.